Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit stopped making ice. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This issue occurred after the field service representative (fsr) repaired the unit for a previous complaint, MDR #1828100-2014-00646. Per the fsr, this reported issue is unrelated from that complaint.